Event description:
A non health care professional reported that following an intraocular lens (IOL) implant procedure, the lens was explanted.Additional information has been received and it states that the lens was exchanged with unknown monofocal lens due to refractive surprise.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and Product History Records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (b)(4).